Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they were sitting in a wooden chair that had an open back, and somehow they hit the implantable neurostimulator (ins) on the chair. It was stated the ins sticks out a little bit, and now they felt like the ins was cracked all the way across and had ¿no feelings in it.¿

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she sat down in a wooden chair and hit something at the implantable neurostimulator (ins) site. She felt pain and something felt broken inside at the implant; it felt like it was ¿cracked.¿ these were considered sudden changes. She had not felt stimulation since (B)(6) 2016 and her programmer would not power on since then as well. However, she had not tried to change the batteries and intended to try that. The patient¿s indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.